Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history and system log files. The log file analysis shows that the system detected an error with the footswitch during boot up. An error message was shown to the customer with the information that the status of the foot switch is not correct. Therefore, the radiation will be blocked for security reasons. This prevents accidental radiation from being released. Upon investigation the involved customer service engineer (cse) checked the system and found a defect in the connector of the footswitch. After hardware replacement there were no further issues as described in the complaint description and the system works as intended. In addition, the spare parts consumption was checked. A possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis avantic gen 2 system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.